Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, total delamination of plug strap disk shell, and one curved opening. Leak test and microscopic analysis were performed which identified one curved sharp opening and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was one sharp curved opening assessed as unidentified (tear) opening, and total delamination of plug strap disk shell due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.